Event description:
It was reported that the patient presented for an implant procedure. It was noted that the guidewire was stuck and was unable to be pulled out after multiple attempts. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of ¿tried to remove the wire from lv lead but it got stuck and was not coming out¿ was confirmed. As received, a complete lead was returned in one piece. The guidewire used in the field was not returned with the lead for analysis. The guidewire insertion test was not performed due to damaged inner coil as received. Visual inspection found the ptfe coating of the guidewire inside the inner coil. X-ray examination found the inner coil was bunched up inside the connector region consistent with procedural damage. The cause of the reported event was isolated to the bunching of ptfe coating inside the inner coil and damaged inner coil.